Manufacturer narrative:
Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the inflow aspect and 9mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by 7mm near commissure 1, leaflets 1 and 2 by 8mm near commissure 2, and leaflets 2 and 3 by 5mm near commissure 3 at the outflow aspect. Leaflet 2 had a cut of approximately 12mmx7mm, leaflet 3 had a cut of approximately 7mmx8mm. The cuts had straight and even edges; cut sections were not returned. Incidental findings: one pledget remained attached to the sewing ring, and the sewing ring was cut at multiple locations around the valve circumference. Device evaluation summary: the reported regurgitation could not be confirmed as the device was returned in an unsatisfactory condition. Extensive host tissue was found on the valve. Host fibrous (pannus) tissue growth is a result of the interaction between the host and the device and is highly variable among patients. Patient factors such as the patient age at implant, host immune status, local hemodynamics, and other comorbidities are believed to contribute to the host tissue response to a bioprosthesis. The histopathology findings on this explant demonstrate chronic inflammation in both the bioprosthesis and the host tissue. In the present case, the patient¿s young age and the significant activation of the immune system evident in the histology appear to be important factors in the early and extensive pannus development.

Event description:
Device evaluation was completed.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation; however, the evaluation is pending. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause cannot be determined. A supplemental MDR will be submitted once the evaluation has been completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27 mm mitral pericardial valve was explanted due to tricuspid regurgitation after an implant duration of one (1) year, eight (8) months, and replaced with a non-edwards mechanical valve. Valve status at explant was described as ¿leaflets were shortened and it led to regurgitation.¿ there were no adverse patient effects as a result of the valve replacement. Patient status was reported as "recovered" at intensive care unit (ICU). The patient also underwent pulmonary valve replacement during the procedure.